Manufacturer narrative:
H3 other text : the device was evaluated at a third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " a headache, and air blows out of nasal coverage and makes a whistling noise". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. Foam replacement was completed per field action c&r 2021-05/06, device passed final test and recertified.